Event description:
This customer reported that they were getting inaccurate ECG readings while attempting to pace a pt. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): this customer reported that they were getting inaccurate ECG readings while attempting to pace a pt. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.